Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touchscreen timed off sooner than expected, that out of range issues occurred between the transmitter and pump and that the customer was unable to charge the pump using the tandem-provided wall power adapter and usb charging cable. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.